Manufacturer narrative:
The device was returned to the manufacturer in good visual condition with blood and debris on the handle, shaft and jaw. The jaw appeared to be in alignment. Upon evaluation the jaws were able to fully open and close as intended. The trigger, switches and levers were easy to operate, and the handle was bale to latch and unlatch. The device blade actuated and released freely. The blade was free from nicks or other defects. Electrical testing was performed, and the device met all testing criteria for continuity, isolation, insulation and switch testing. When connected to a generator, no error codes were displayed. The device history record was reviewed, and no discrepancies were noted. As the returned device met all testing criteria upon device evaluation, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that during a colon resection the handle on three devices would not release open after closing together. One of the devices was reported to have not released after sealing tissue. It was no reported whether the other two devices were on patient tissue at the time. Another device was used to complete the procedure. There was no patient injury. Additional information was requested, but no additional information was provided. A supplemental report will be sent if additional information is received. See related MFR reports 2134070-2014-00144 and 00145.